Event description:
The user reported that the battery would not hold a charge. No other details regarding the nature of the event were provided. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.